Event description:
Incorrect patient results were reported for some specimens that were sent to a custom automation line (2 dxis, 3 dxcs and a centaur analyzer) after not being spun sufficiently. The samples were tested for the several chemistries and repeat testing was performed. Only a few samples were affected before the issue was seen and corrected. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was on-site and had set the centrifuge spin time to 10 seconds to allow more cycles for mechanical troubleshooting and failed to reset the spin time before leaving. Fse later called the laboratory and had them reset the spin time which resolved the issue.